Manufacturer narrative:
The reported events were confirmed. The device was returned for analysis. Insulation damage was visually noted at 22.4 cm to 23.0 cm from the connecter pin consistent with clavicle crush damage. The right ventricular conductor insulation was fractured. This is consistent with the observation from the field of fracture, sensing noise, low pacing impedance, unacceptable threshold and clavicle crush.

Event description:
Related manufacturer reference number: 2017865-2021-35745. It was reported that a patient presented in-clinic. Prior examination of the right atrial (ra) and right ventricular (rv) leads had revealed low pacing impedance and noise on both leads. The noise on the rv lead was over-sensed, and high capture thresholds were found as well. The leads were explanted and replaced on (B)(6) 2021. Upon removal, the ra and rv leads were found to be fractured, and the physician suspected clavicle crush as the cause of the fracture. No patient consequences were reported.